Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt experienced a break in aseptic technique (further details not provided). Subsequently the pt experienced peritonitis infection which was manifested by cloudy bag and cramps. The pt was not hospitalized for peritonitis. On the same day as onset, the pt began treatment for the peritonitis with fortaz (1 gram, daily) ip (intraperitoneally) and at the timie of this report treatment was ongoing. On an unreported date in the same month as onset, the pt was retrained on proper aseptic technique for performing pd therapy. At the time of this report, the peritonitis was ongoing and the pt¿s condition was improved. At the time of this report, dianeal therapies were ongoing.